Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. The receiver was charged and rebooted. A functional test was performed and it passed. The log was downloaded and reviewed finding no errors related to the complaint. A communication tool audio and vibration test was performed and it passed. "Try it" manual tests were performed and passed. The receiver case was opened for an internal visual inspection and it passed. A speaker audio and vibrator intermittent tests were performed and the test passed. The speaker and vibrator resistance were measured and they measured within specification. The allegation was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Correction "a functional test was performed and it passed. A communication tool audio and vibration test was performed and it passed. A speaker audio and vibrator intermittent tests were performed and the test passed. The allegation was not confirmed. The root cause could not be determined."

Event description:
A functional test was performed and it failed for audio. A communication tool audio and vibration test was performed and it passed the vibration test but failed the audio test. A speaker audio and vibrator intermittent tests were performed and the vibration test passed but the audio test failed. The speaker high resistance across speaker failed. The allegation was confirmed. The root cause is a defective "speaker sub-assembly global receiver," high resistance across speaker.